Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy of cecum with terminal ileum procedure, at the first firing, when the scrub nurse prepared using the power handle and the reload which would be attached on the adapter, the power handle worked properly after being inserted to the shell, but as soon as the adapter was connected to the power handle the graphic of the handle blacked out and the device was inoperative. A manual handle was used to complete the procedure. The event occurred during the procedure but the product was not used on the patient. There was no patient injury.